Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the device revealed that the subject device ptfe (polytetrafluoroethylene) protruding where the hub had been cut off. The distal tip was pushed back exposing the distal marker. The catheter shaft was bent. Although a functional testing could not be performed due to the condition of the returned device. The analysis of the returned device and defects found, confirm the as reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The damage noted to the device would be indicative of the as reported defect. It is probable that anatomical factors may have contributed to advancing issues and may have resulted in the damage noted if advanced against friction. An assignable cause of procedural factors will be assigned to the reported and analyzed, as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
Analysis of the returned device found the subject catheter ptfe (polytetrafluoroethylene) inner lining peeling and the tip was broken during use. There was no clinical consequence to the patient as a result.